Manufacturer narrative:
(B)(4). The analysis results found that a lc307 device was not returned, only a lc207 device was returned outside its original package. No package was returned. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that lc307 with product number 201751 was ordered and product lc207 was received.